Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon requested short stems and 46 cup, which were received and available during the surgery. After having a conversation with surgeon who verbally admitted that, from the x-rays, didn't think that anatomy would be too small for a short exeter stems and 46 psl cup. Shallow acetabulum, and narrow femoral canal, 44 ream would not be sufficient, and 46 reamer was too deep. A 35.5 broach not able to broach femur to stem level. Surgeon stopped procedure and proceeded to close. Surgeon verbally admitted on (B)(6) after surgery that, from the x-rays, didn't seem to need smaller sizes, and that there was nothing stryker could have done. How was issue noticed: no components were implanted. The 44 reamer would ream too shallow, and 46 ream would have gone through medial wall (surgeon's words). The 35.5 broach would not broach to required level, too narrow canal.